Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure (B)(6) 2020. According to the complainant, during the procedure, the pull wire tip of the peg tube was detached and lodged in the esophagus. The detached portion was retrieved using a snare. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.